Event description:
Pci was performed on this pt who presented for elective treatment of an 80.9% de novo lesion in the mid rca of 29.7 mm in length in an unknown vessel diameter. The (b2) eccentric lesion was also characterized as tubular. Pre-procedure medications included aspirin 100 mg/day, ticlopidine 200 mg/day and nicorandi 15 mg/day, heparin 8000 units, ticlopidine 200 mg/day, nicorandil 15 mg/day and isosorbide dinitrate 2 mg/day. The lesion was pre-dilated with a 3.0x18mm balloon at 10 atm before deploying two overlapping cypher stents. First deployed was a 3.0x28mm cypher at 16 atm and a 3.0x28mm cypher at 18 atm. Post-dilation was conducted with a 3.0x18mm balloon at 18 atm for unspecified reasons. Ivus was conducted. Tim iii flows were recorded pre and post-procedure.